Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a 6f guidezilla 2 guide extension catheter. The device was bloody. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a partial separation at the shaft/collar area, and tip damage for 8mm. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed on 22mar2021. It was reported that the device failed to cross the lesion. The 90% stenosed, 24mmx2.75mm, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 5-in-6 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications and the patient was stable post procedure. However, device analysis revealed a partial separation at the shaft/collar area.